Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Material # 328438 material description - syringe 0.3ml 31g 8mm whole unit 10bg 500 material lot# - 4037015 complaint description ¿ bd insulin syringe 31g 8mm we purchased from henry schein. Lot # 4037015 item ndc/hri # 08290-8438-01.328438 dr lafrance opened the syringe and when he went to push the syringe down to zero it out a liquid dot as you can see was noted. We have 5 syringes so far that this has happened to. Is this a lubricant in the syringe? This has never happened before and obviously we are concerned about the product and hesitant to use the syringes. Note: the original request that we received in mail is attached for further reference.